Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in section e and g2 - report source.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego connector that experienced breakage during use. It was reported that the rubber on the end of the tego came off when removing syringe from product. The event occurred at westmount hemodialysis unit. There was unknown patient involvement and unknown adverse event.